Event description:
It has been reported to philips that the wireless footswitch was failing to work. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. As the information collected, the wi-fi connectivity between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray. Wired footswitch or hand switch can still be used when available. Philips field engineer (fse) inspected the system and confirmed that wireless pedal does not charge. Philips has confirmed that the reported failure is due to a connectivity issue. The fse performed the functional analysis and observed that the battery light keeps flashing red and the wi-fi connection was in red. To resolve the issue, fse suggested to change the wireless pedal. As a work around the customer was suggested to use wired footswitch. Philips has initiated a field safety corrective action by providing customers with a field safety notice (2022-igt-bst-011). The correction has been implemented at the customer and the system was returned to use in good working order by using the wired footswitch. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.